Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set was leaking at tubing. The blood glucose level of the patient was 300 mg/dl. The issue occurred with eight similar types of infusion sets used for 3 to 4 hours. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 8.